Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive button error. Customer stated that during alarm time the buttons were unresponsive. Customer reported that they had frozen displayed. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged frozen screen and keypad anomaly on june 06, 2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. The insulin pump powered up properly after battery installation. No frozen display noted. The insulin pump was received with intermittent button response up and down arrow. Unable to perform the displacement test, sleep current measurement test, active current measurement and self test. Problem isolated to keypad assembly. Successfully downloaded history files and traces using thus software. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electric boards, force sensor, motor and vibrator assembly noted. Stuck key alarm (61) was found in history file on march 12, 2022 23:08:47.000. The insulin pump passed the keypad voltage test. The following were noted during visual inspection: cracked case (corner of belt clip rails), broken belt clip rails, scratched lcd window, cracked battery tube threads and scratched case. In summary, customer alleged frozen screen not confirmed. Keypad anomaly confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.